Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Prior to an elective ICD replacement, isometric testing was completed on the right ventricular lead and oversensing of myopotentials was noted on the electrocardiogram. The ICD was replaced and the same oversensing issue occurred. No damage was noted on the lead during the procedure. The device was reprogrammed and the issue resolved. The patient is stable.